Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during the implant procedure, stylet could not be inserted upto the end of the lead. Then, it was difficult to remove the stylet from the lead. Lead was not used and was replaced. Patient's condition was good.